Event description:
It was reported that a post-operative device check found r wave undersensing of the right ventricular (rv) lead. The unipolar sensing was good and the thresholds and impedance were all within a normal range so the physician opted to reposition the lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.